Event description:
In 2008, the pt reported that on two days earlier, she had an elevated blood glucose reading of 529 mg/dl before she went to bed. She stated she felt "very poor" and took a 7 unit bolus of insulin to treat her reading. She said she awoke about 1 1/2 hours later and her reading was 440 mg/dl, so she bolused another 5.5 units of insulin. Later, her reading was still at 374 mg/dl, so she changed her infusion headset (competitor product) and bolused 4.5 units of insulin. She said at 6:30 am her reading was still over 300 mg/dl. She changed her insulin cartridge and tubing and her blood glucose returned to her normal levels until bedtime when it dropped to 69 mg/dl. She said, she ate a snack to correct her reading. The pt stated she is back up to 302 mg/dl today. She said, she has noticed air bubbles recently in her cartridge and tubing and primed some air out earlier today. The proper procedure to change the insulin cartridge was reviewed with the pt. She stated the insulin is currently flowing out her tubing and there are no air bubbles. Further attempts to follow up with the pt were unsuccessful. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.